Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient received a trident ceramic on ceramic hip system. It was further alleged that, the patient is experiencing "significant squeaking and discomfort in the area of his hip."

Manufacturer narrative:
Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies.the event was not confirmed. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient received a trident ceramic on ceramic hip system. It was further alleged that, the patient is experiencing "significant squeaking and discomfort in the area of his hip."

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no additional information is available at this time. If additional information is received, it will be reported on a supplemental report. Device implanted.